Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 350 mg/dl. The customer stated that she was vomiting and was treated with fluids and insulin via intravenous drip. The customer stated that she was wearing the insulin pump at the time of the event and was certain that the insulin pump, which alarmed no delivery during a bolus, led up to the high blood glucose event. She was unable to troubleshoot the issue due to a missing infusion set. She also reported that the insulin pump had not been recording bolus deliveries since may 2014. She reported that even partial bolus deliveries were not showing up. She observed that the insulin pump made a grinding noise during the fill cannula process. She stated that the up arrow button was unresponsive. The blood glucose reading was 190 mg/dl. No significant events leading to the keypad anomaly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected grinding noise anomaly was noted during testing. The insulin pump recorded the bolus at the daily totals history screen and all boluses delivered during testing. The insulin pump had intermittent up arrow button response due to moisture damage at the keypad trace. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and missing back address and serial number label and end cap stickers.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.